Event description:
A hospital representative reported that during a laser procedure, the system locked and displayed a message requesting service. The procedure was cancelled. The reporter indicated that there was no patient harm.

Manufacturer narrative:
The company representative examined the system and confirmed the customer reported system message "service requested". The company representative performed a diode temperature adjustment on the system's laser engine and completed a system calibration to address the issue. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm. A review of complaints for the last 24 months did indicate one additional similar report for this system. The root cause of the reported event cannot be determined. (B)(4).